Event description:
It was reported that the programmer's screen froze when saving the reports in portable document format (pdf). There was no patient I nvolvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer's screen froze when saving to portable document format (pdf). It was noted that the stylus was not working. The upper hinges were worn. The lower bullets were broken. The logo button was missing. The hasp latch right was broken. Additionally, it was noted that multiple hinge plate screws were missing. All the defective parts were replaced. The connector to touchscreen was cleaned and re-seated as a preventive measure. The software was re-installed and updated to the new version. The programmer then passed the electrical safety test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.